Manufacturer narrative:
Per the instructions for use (IFU), hypotension and cardiogenic shock are known potential adverse events associated with the overall transcatheter heart valve (thv) procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the thv procedure can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Periods of prolonged hypotension can result in cardiogenic shock. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the low blood pressure/hypotension resulting in the need for an intervention could not be determined; however, it may be due to patient factors and/or procedural factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Event description:
As reported by our edwards lifesciences japanese affiliate through a journal article, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the commander delivery system with valve was unable to be advance through the 14fr esheath after a bav was performed. As a result, the entire system was withdrawn. Another bav was then performed, and low blood pressure was observed. Immediately afterwards, venoarterial-extra corporeal membrane oxygenation (va-ECMO) was introduced. At the same time, the esheath was replaced. Subsequently, the procedure proceeded with successful valve implantation. Post tavr procedure, the patient's blood pressure recovered, and the patient was weaned off va-ECMO. The patient was discharged approximately 10 days post tavr procedure without any further complications.